Event description:
The event is reported as: the customer alleges that when the clinician inflated the endotracheal tube, it had a leak from a small pinhole. Another endotracheal tube was used. The pt condition is reported as fine.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) for the product et tube, cf, 7.0, nova plus, lot #01b1300229 was manufactured on 02/20/2013. The DHR investigation did not show issues related to complaint. A document assessment (fema) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.